Manufacturer narrative:
Additional: it has since been reported that the patient experienced skin breakdown. It was also reported that prior to the skin breakdown, the patient was administered IV and post operative antibiotics on (B)(6) 2019. This report is submitted on march 11, 2019.

Manufacturer narrative:
This report is filed on april 15, 2019.

Manufacturer narrative:
This report is submitted on february 15, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced chronic infection at implant site resulting in the decision to explant. The device was explanted on (B)(6) 2019.